Manufacturer narrative:
The investigation is in progress. If any additional information becomes available a supplemental/follow-up report will be submitted.

Event description:
It was reported that a biomimics stent was partially deployed and the handle broke. Upon trying to remove the stent delivery system, the distal end of the stent deployed in the artery and fractured into pieces. The entire delivery system was removed and the stent fragments were extracted with a snare. A second stent was deployed without incident in the left above knee popliteal segment.